Event description:
The customer reported a leak of less than 1 ml from the probe of the coulter ac*t diff analyzer following sample aspiration and after the sample tube had been moved away from the probe. The customer indicated that the leak was not contained within the instrument. The customer was wearing personal protective equipment consisting of gloves and a laboratory coat at the time of the event and no injury or exposure was reported. No erroneous results were generated and there was no change or affect to patient treatment in connection with this event.

Manufacturer narrative:
A beckman coulter cts (customer technical specialist) assisted the customer with troubleshooting over the phone and advised the customer to clean the probe wipe rinse block fitting by bleaching and flushing through tubing #5 to remove any possible obstruction. The customer reconnected the tubing to the probe wipe and ran controls and no further leaks were observed. Failure mode is attributed to a possible obstruction in the probe wipe through tubing #5. (B)(4).